Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of a mitraclip ntr clip delivery system (cds), it was observed during functionality testing of the clip that one of the gripper elements was not flush with the device when the grippers were up. They tried to cycle through; however, the clip did not meet expectations and the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.